Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended re-programming to eliminate the oversensing. The caller communicated the concerns and suspicions to the cardiologist who said he will refer the patient back to his electrophysiologist. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was being evaluated following a syncopal event. A review of the device data identified noise on the atrial channel which does not appear to be over sensed; however, there is farfield oversensing from a ventricular sensed event. Additionally, pacing impedance measurements were greater than 2500 ohms on the atrial channel. A lead fracture is suspected. No adverse patient effects were repotted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed and this atrial lead was removed from service and replaced due to the ongoing product performance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the anode conductor coil was fractured 21.5 cm from the terminal pin. Detailed analysis of the fracture site determined the fracture was due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
This report is being submitted due to the completion of product evaluation.